Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 9. Details of surgery: sinus perforation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 9. Details of surgery: sinus perforation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 9. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.